Manufacturer narrative:
The investigation into the reported issue has been completed. No device was returned for evaluation. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced a cardiac tamponade with unknown relationship to the impella. The patient ultimately expired. Actions taken are unknown. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.